Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application launched to a diagnostic message screen. The application was restarted multiple times which did not resolve the issue. The application host tablet was restarted which did not resolve the issue. The application was reinstalled. When it was attempted to pair the application with the mobile programmer base the application closed down and returned to the host tablet home screen. The host tablet was restarted and the application crashed an additional three times when pairing with the base. It was eventually possible to pair the application. There was no patient involvement.